Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s issue started 3 weeks ago. They reported that the issue was not resolved. Regarding the patient¿s allegation that they were not given a programmer, the hcp reported that they were given one. The hcp also noted that the patient was overweight and lost 40 pounds over the past 2 years. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble with their implant and needed to have it ¿repositioned and reinserted¿. The patient stated that the implant was not working anymore and had twisted around because they had lost a lot of weight. They indicated that they had started to lose weight about a year ago but noticed that the device was not working right about six months ago. They saw their doctor last week and was told that the device had twisted so they will reposition and reinsert the device on (B)(6) 2019. The patient also reported that they never received a programmer. They had the box for the external device but did not remember ever getting the external programmer device. There were no further complications reported or anticipated.